Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient went to their health care provider (hcp), and was diagnosed with a infection. For treatment, the patient was provided cephalexin at 500 mg strength at 4 times per day for 10 days. The patient's blood glucose (bg) values reached 400 mg/dl. The pod was worn between 36 and 48 hours on the arm, and then removed.

Manufacturer narrative:
The pod was received with cannula deployed. No damages were found on fluid path components and bottom housing that would cause infection at the pod infusion site. The exact cause of the reported infection at pod infusion site could not be determined. There was no evidence of blood on the device. No damages or manufacturing deficiencies were observed during the device inspection that would cause bleeding or bruising at the infusion site. Pod download data showed 0x18 alarm generated, indicating the device had reached an empty reservoir state. The reservoir was confirmed to be empty during investigation. Generation of the alarm stopped the delivery of insulin, but no damages or defects were found in the device that would cause a failure to deliver insulin prior to the alarm.